Event description:
It was reported that the pump touchscreen was flickering and subsequently, a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 272mg/dl.